Event description:
A doctor's office alleged that voids were seen within multiple patients restorations after light curing flow-it composite.

Manufacturer narrative:
Although the doctor identified sixteen (16) different shades associated with the voids, he could not verify which lot was used on each patient; therefore, no lot numbers were identified. The lots involved in the alleged incidents include lot numbers 4993573, 5071956, 3646018, 4652388, 4981292, 4552909, 4268918, 4873383, 4602576, 4330005, 4629825, 3566441, 4758120, 4754648, 4119565, 4758128, 4880060, 4775993, 4911506, 4119569, 4939389, 5005302, 4546880, 4759763, 470273, 4980561, and 4633363. Patients specifics with regard to gender, age and weight were not provided by the doctor. It was reported that the doctor drilled out the composite and repeated the procedures, without further incident. To date, the patients are doing fine. An evaluation is anticipated but has not yet begun.

Manufacturer narrative:
The products were returned and evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.